Event description:
Same case as MFR#2134265-2009-03600, 2134265-2009-03599, 2134265-2009-03598, 2134265-2009-03602. It was reported that post a coronary drug eluting stenting treatment procedure, patient death occurred. The target lesion was located in the totally occluded mid to distal right coronary artery (rca). Three 2.75x32mm taxus express2 stents were successfully implanted in the lesion and were overlapping each other. One year later, a 3.0x20mm taxus express2 stent was implanted in the proximal left anterior descending artery (lad) and a kissing balloon technique with unknown balloons was performed between the lad and the first diagonal lesion. Twenty days later, a non bsc stent was implanted in the distal rca and it was noted that in-stent restenosis occurred in a non bsc stent which was implanted in the distal left circumflex (lcx). A 2.5x12mm taxus express2 stent was implanted in the lesion to treat the in-stent restenosis. It was noted that the coronary intervention procedures were performed due to angina. Eight months later, the patient underwent brain surgery. It was noted that the patient had been on 100mg of aspirin and 200mg panaldine since the patient's first stenting procedure; however, the medication was stopped for four days due to the operation. The patient was admitted to the hospital after the operation and it was noted that during the patient's stay resuscitation was performed and the patient expired two days after the brain surgery occurred. The cause of death is unknown. Additional information was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.